Event description:
The home pt (hp) reported feeling overfilled while using the homechoice cycler for apd therapy. The hp has a last fill volume of 2000mls, which is typically drained during the subsequent apd therapy using the homechoice cycler. During the initial drain the hp received a low drain volume alarm, which indicates that the fluid flow from the hp is less than 50 mls/min and the minimum initial drain volume requirement of 1600 mls was not yet drained. The hp bypassed the alarm and advanced therapy into fill 1. During fill, the hp began to feel overfilled and contacted baxter's operational support. The hp was placed into a manual drain until they felt relieved, removing 1085 mls. Therapy was advanced into the dwell phase and the hp continued therapy to completion with no further difficulties. The hp relates that there was no pt injury or medical intervention.